Manufacturer narrative:
(B)(4). Fsr onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine (gde). The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the o2 blender failure eprom. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the fio2's on the avea ventilator were off. The customer advised there was no patient involvement associated with this event.